Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their device had not been working in almost 2 years and they could not find a surgeon where they lived. Patient said they had covid for over a year and had a lot of other things going on after that, so the device wasn't the most important thing in their life at that time. Patient clarified the stimulation worked well to treat their pain, but it quit working and wouldn't charge. Patient stated they kept using the stimulation despite the implant not charging all the way up, and then it got to the point where it wouldn't take a charge at all. Patient confirmed they were not getting any messages on the recharger when they would charge. Agent reviewed longevity information. Patient stated they would like a new stimulator, since it didn't work well for them. Patient mentioned that about two year ago, sometimes the stimulation felt like it was jolting them. . Patient was redirected to healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.